Manufacturer narrative:
(B)(4). The insulin ump passed the displacement test, active current test, and self test, however the insulin pump failed the sleep current test due to high impedance. No unexpected low battery nor insert battery alarms during testing. The insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The original electronic circuit board 1 was installed in a test electronic circuit board 2, case, internal battery and motor. Powered the pump on using the battery simulator and no sleep current measurement test failure noted. The original electronic circuit board 2 was installed in a test electronic circuit board 1, case, internal battery and motor. Powered the pump on using the battery simulator and sleep current measurement test failure noted. Customer alleged for charge/battery lasts less than expected was confirmed due to high impedance during sleep current measurement. Sleep current measurement test failure suspected to be in electronic circuit board a 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump received low battery alarm. Pump alarmed with replace battery alarm. Customer received low battery alert prior to replace battery alarm. Insulin pump also received battery failed alarm. No harm requiring medical intervention was reported. Troubleshooting was performed; however, customer will discontinue the use of device.